Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. An issue was reported involving flash in the fluid path and embedded particles. To support the investigation, the quality team received ten samples bulk packaged in a plastic bag and three photographs. A visual inspection was performed. One sample contained embedded dark colored specks. All samples exhibited syringe barrel tip flash that measured within specification. The photographs corresponded to a subset of the returned units. No additional defects or imperfections were observed. The embedded material is consistent with degraded resin introduced during injection molding, which can occur at start up or intermittently, this material can break loose and become incorporated into molded components. A device history record review was completed for material number 301031, lot 5273278. The review did not reveal any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections complied with specification requirements. Based on the investigation and analysis of the returned samples, the customers reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported embedded particles.